Event description:
It was reported that the atrial lead dislodged during normal use, and was successfully re-positioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2015. 419678 lead implanted: (B)(6) 2015. (B)(4).